Manufacturer narrative:
One unknown tsv implant was returned for investigation with an unknown restoration. This investigation is related only to the returned implant. Visual inspection of the as returned product identified significant signs of damage and fracturing of the implant at the collar. There is bone attachment from trephining. The device is too badly damaged to be accurately identified. A follow up was made to the customer regarding apparent debris in the drive feature, which was determined not to be part of a separate device. No pre-existing conditions were noted on the per. The reported product was located on tooth # 3 (universal) and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Email unknown / not provided. First name unknown / not provided. Last name unknown / not provided. PMA/510(k) number unknown / not provided . Device manufacturer date unknown / not provided.

Event description:
Customer reported a failed implant. What was returned through the mail was a return shipping label with the customer name and address along with a implant and a sterile bag with the tooth #3 and the patient reference. Nothing was reported or included in the return. Visual inspection of returned product shows the following: abutment and crown have no apparent signs of malfunction. Implant has fracture around the collar and there seems to be screw fragment in the drive feature - ai sent for verification with customer. Bone residue around external threads of implant due to usage.